Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, during an unknown procedure to fix a broken femur while inserting an unknown nail, the tab on the insertion handle snapped and was broken when the surgeon was trying to rotate the handle causing it to become loose. The surgeon has to re-tighten the connecting bolt in order to continue with the procedure. It was mentioned that the issue was only realized when the handle was disengaged from the nail after completing the surgery. The procedure was successfully completed with no surgical delay. Patient status is unknown. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity unknown), unknown connecting bolt (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for (B)(4).